Event description:
It was reported that insulin delivery on the ilet stopped due to repeated dosing stopped events and occlusion alarms, leading the user to discontinue ilet use and administer insulin via pen; highest recorded blood glucose was 471 mg/dl and a contact detach infusion set was in use, with education provided to connect both tubing segments prior to fill. Symptoms included hyperglycemia without reported physical complaints. Outcomes included a delay to therapy until troubleshooting restored delivery. Investigation included communication with the user and analysis of information provided by the user, along with review of engineering logs. Investigation of this case revealed occlusions consistent with improper tubing connection technique, with no additional device findings available, and the device component involved could not be specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.